Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, saline did not come out from the tip even after the saline flowed from the flushing port of the catheter. A leak also occurred from the handle of the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, saline did not come out from the tip even after the saline flowed from the flushing port of the catheter. A leak also occurred from the handle of the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was not possible in any state since the device was leaking. The catheter was dissected for further inspection. It was observed that the device was leaking within the handle. Further examination identified exposed areas of the shaft braid, which could had potentially caused the flush tubing damaged. The device was tested by connecting the catheter to the farastar console. The ablation test was performed to verify that the exposed if the exposed shaft braid could have also potential damage the lead wires, causing an electrical arc in the section. It was observed that an electrical arcing was observed. The issues identified during electrical testing, along with the flush tubing damage potentially caused by the exposed shaft braid, were determined to be the most probable cause of the leakage observed in the device. Based on the product analysis the difficult to flush and catheter leak were confirmed.